Event description:
Patient reported that she has a boston scientific stimulator for pelvic pain. This is causing her shocking/jolting down her left leg, which is positional. She indicated that she called boston scientific to report that adverse event yesterday. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)